Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d), that has been implanted for 26 months, is noted to be at middle-of-life 2 (mol2). It is suspected that this battery may be depleting prematurely.